Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she is unsatisfied with her sensor's performance. Customer stated she never gets low alarms and her blood glucose is always lower than what the sensor is saying. Customer also had a blood glucose of 500 mg/dl. Customer also found a bent cannula that had to be removed from their body. No additional information is provided.